Event description:
User experienced a small amount of water which had leaked from the analyzer onto the floor and into the walkway. User said they wear gloves and lab coats, and lab protocol instructs them to soak up the water with a towel(s)ettes. No one was injured, and no erroneous or discrepant patient results were generated due to this issue.

Manufacturer narrative:
The field service representative determined the cause to be spillage of reagent, noting that he found evidence of spillage from reagent bottles. He cleaned the residue and checked for leaks with none found. Verified analyzer performance by observing analyzer operation for 2 hours with no sign of leakage.